Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006632, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 17-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6006632". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6006632 was manufactured according to the work instruction (wi) version 71 and manufactured in the line 06 on 16-apr-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. No testing is required for malfunction code no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no testing is required. No non-conformance (nc) raised during production related to complaint code, two complaints thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of high blood glucose (bg) levels that reached 300mg/dl. During troubleshooting and upon removal and inspection of the patient's infusion set, there was a bent cannula. On (B)(6) 2025 the patient called back and reported that they went to the hospital due to hyperglycemia (500mg/dl for 14 hours). While at the hospital, the patient received treatment which included an intravenous drip. No further information available.